Event description:
It was reported that this implantable pacemaker exhibited atrial tachy response and non-sustained ventricular tachycardia (nsvt) stored events, with what appeared to be oversensed external noise. It was noted the presenting electrogram (egm) was clear of artifact. Technical services (ts) noted the events occurred only during a two minute time period with pauses greater than two seconds. Some noise response pacing was observed, while intrinsic beats were difficult to determine. Ts discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. It was reported the device was explanted about three months later, due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device was put through and passed all tests of the rpt except for the inductive telemetry battery usage test. This is consistent with a normally depleted battery. Review of the complaint determined there was oversensing of noise while implanted. The cause of the noise cannot be determined from the complaint. However, oversensing of noise is an expected possible occurrence of this device. Analysis confirmed the device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited atrial tachy response and non-sustained ventricular tachycardia (nsvt) stored events, with what appeared to be oversensed external noise. It was noted the presenting electrogram (egm) was clear of artifact. Technical services (ts) noted the events occurred only during a two minute time period with pauses greater than two seconds. Some noise response pacing was observed, while intrinsic beats were difficult to determine. Ts discussed troubleshooting options. No additional adverse patient effects were reported. The device remains in service.